Manufacturer narrative:
No conclusion can be drawn as repair information is unavilable. However, no report of pt or staff injury was reported. No additional information was provided.

Event description:
The customer reported that the stenoscop system would not produce x-rays. No pt injury was reported.